Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have low blood glucose of 38 mg/dl and treated with food. Customer reported that battery longevity was short and received excessive low battery alerts. During troubleshooting, customer received a failed battery test alarm. Customer reported of not wearing sensor, does not use rechargeable batteries and did not receive weak battery alerts. Customer reported that drive support cap appears normal. Customer states that the insulin in reservoir was a different amount than what was shown on status screen. Customer was advised to monitor insulin pump and that battery cap would be replaced.